Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that patient alleged that the ins turned itself off, the rep asked if the ins recharger (insr) on/off buttons on the side could do that and it was reviewed no unless in antenna locate mode. No patient symptoms reported. The rep mentioned that patient can get coupling with the insr and ins, but this would not be normal if the ins is off. The rep was not with the patient at the time of the call to further troubleshoot. No further patient complications were reported/ anticipated as a result of this event

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient¿s caretaker texted the rep because they checked the ins and it was off. The caretaker indicated that the ins had been off for a few days. The reason for the call was to ask how the ins could get turned off. The caller stated that the patient was not the most compliant. There were no further complications reported.